Event description:
No additional information.

Manufacturer narrative:
Samples received for investigation, a closed clamp, an injector and a connector were attached, along with a home infusion cassette. After a visual inspection no damages or defects were found. No damages or defects were found on the luer cone or luer thread from optima injector. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub processes according to procedures, including tip and thread verification testing. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It appears this incident most likely occurred due to improper assembly of the infusion tube onto the injector luer threads, resulting in an unstable connection and consistent with the observed leakage.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported by customer that bd phaseal injectors involved in the two recent leaks. Verbatim: bd phaseal injectors involved in the two recent leaks. Both packaged together so putting within the same pir but one is for a locking injector and the other is for a non locking injector. Both utilized on take home patient pumps. One patients had a drop leak on shirt the other had white residue left over at connection site. Both were utilizing blue infusion clamps. Customer response on 11-jun-2025. In both cases below, a leak was noted between the luer connection of the injector and tubing. The tubing belonged to bd and was returned with xxx. There was no adverse event or serious injury to the patient or healthcare professional. In both cases, the patient had gone home with a cadd pump containing 5 fu chemo and returned to clinic with a concern for leakage.